Event description:
It was reported that system insufficient ice occurred. This visual-ice cryoablation system was selected for a cryoablation procedure. During the procedure, however, it was noted that there was a negative temperature issue, and that the ice balls were too small, as indicated by the charts. The procedure was completed with this console. There were no patient complications as a result of this event.